Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured in pinhole form in the middle at 6atm for 5 seconds. The device was removed without any problem using normal method. The procedure was completed with another of the same device. No patient complications and the patient was good post procedure.